Event description:
It was reported that a revision surgery was performed due to grinding and squeaking sounds and sensations.

Manufacturer narrative:
(B)(4). The associated devices were returned for evaluation. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. An assessment by our research department concluded the following: no fracture was observed on either the alumina head or the acetabular liner. Metal transfer and wear features characterized by inter-granular fracture/grain-pullout were observed on the alumina head. Compositional elements of ti6al4v were identified on the surface of the femoral head using sem/edax; this transfer was likely caused by contact with the shell. Signs of burnishing and metal transfer were observed on the rim region of the acetabular liner. Compositional elements of stainless steel were identified on the surface of the rim region of the acetabular liner using sem/edax; this transfer was likely caused by contact with surgical instruments either during implantation or explantation of the devices. Wear features characterized by inter-granular fracture/grain-pullout were observed on the acetabular liner. Inter-granular fracture and grain-pullout are indicative of high contact stresses possibly caused by contact between the head and edge of liner. Similar wear features have been reported in the literature for retrieved alumina devices. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.